Event description:
Catheter inserted per physician in right jugular vein. Pt became unstable. After intraoperative xray, catheter removed. Chest tube placed right chest. Intraoperative CPR initiated. Median sternotomy performed. Small rent in superior vena cava at junction ofat right subclavian vein & right internal jugular vein. Suture repair of superior vena cava laceration. Discharged to home.